Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt is not working properly and needs replacement as it is not draining properly.(B)(6) 2015 per affiliate, event occurred post operatively, caused no delays over 30 minutes. Shunt was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 60mmh2o, the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar and the cam mechanism, the debris seems to have a blue/black fiber in it; this debris was also attached to the cam mechanism. The cam magnets were also controlled. The magnets passed. A search for related complaints in the last year was done no other issues found. Review of the history device records confirmed the valve product code 82-3184 with lot ctdcd2, conformed to the specifications when released to stock on the 4th may 2015. Review of the history device records confirmed the catheters product code 82-3072 with lot ctmbpm, conformed to the specifications when released to stock on the 15th october 2015. Review of the history device records confirmed the catheters product code 82-3072 with lot ctkbwk, conformed to the specifications when released to stock on the 25th august 2015. The root cause of the problem found during investigation could be due to biological debris found on the spring, on the spring pillar and the cam mechanism, this however could not be determined. In the debris, there seems to be a foreign matter that looks like a blue/black fiber in it, this debris was also attached to the cam mechanism. As noted in the IFU : do not fill, flush, or pump the valve with fluid in which cotton, gauze, or other lint-releasing material has been soaked. No problem was found with the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.